Event description:
It was reported that during a low anterior resection procedure, the device was used to complete an anastomosis. The device delivered malformed staples. The staples were removed and sutures were used to close the staple line. The anastomosis was completed using a circular stapler. There were no pt consequences.